Event description:
It was reported that high lead impedance and high capture threshold were observed. The lead was explanted.

Manufacturer narrative:
A partial lead with the distal end measuring 51.0cm was returned for analysis. A fracture was found at the distal end of the inner coil. Due to the returned condition of the lead, the cause of the fracture could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.